Event description:
A malfunction was reported with malfunction code 12. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterwards. The customer was instructed to continue using the pump and to call back if any issues happened again.